Manufacturer narrative:
The reported complaint of "catheter balloon leak" was confirmed during functional testing of the returned quattro catheter (lot # 172983). A bonding leak was observed at the distal end of the medial 1 balloon during the functional pressure leak test. The probable root cause of the bonding leak could be a latent defect at the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 172983. The event of hematoma was not serious as didn't require intervention. The event was causally related to the catheter. Hematoma at the insertion site is an anticipated effect of the usage of catheters of any kind. The event of hematoma is causally related to the device and not related to the procedure. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leaks. The fluid running into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. The event of fluid running into the patient's vasculature is casually related to the device and procedure.

Event description:
A quattro catheter (lot # 172983) was inserted into the patient's left femoral vein for ivtm therapy. During the cooling phase of the treatment, when the patient's body temperature was at 34°c, the thermogard xp ivtm system generated an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. When the nurse attempted to re-prime the suk, it was noticed that the 500-ml saline bag had gone empty. The nurse used a new 500-ml saline bag to reprime the system. Immediately after restarting the therapy, there was blood returning into the suk tubing. The nurse suspected a catheter balloon leak and stopped the treatment. Infusion of about 500 ml of saline into the patient's bloodstream was suspected. The zoll representative advised that the catheter could stay in place as a central line for medical purposes until the end of the therapy. However, the medical team elected to replace the catheter. A healthcare provider attempted to insert a new catheter to continue the treatment but was unsuccessful. The patient had developed a hematoma in the left groin at the insertion site. The hematoma was discovered via a CT scan. Manual pressure and sandbags had to be used for hematoma management. The nurse stated that until the end of his shift, he could still doppler posterior tibial pedal pulses. The patient was on extracorporeal membrane oxygenation (ECMO). The staff was able to maintain a temperature of 34°c by keeping the ECMO heater off and using icepacks. The nurse who reported the incident stated that he was not present for re-warming the patient; therefore, he was unaware of how the re-warming phase was completed without using an ivtm system. No further information was provided.